Event description:
It was reported that a patient presented to clinic for follow up. Device interrogation revealed non sustained right ventricular oversensing episodes due to intermittent right ventricular capture on the implantable cardioverter defibrillator (ICD). Programming changes were performed to resolve the issue. The patient condition was stable.